Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Cartridge. The analysis results showed that one ecr60d reload was received with the pan detached from the right side. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, since the cartridge pan was detached, the device could not be used for the patient. Another device was used to complete the case. There were no adverse consequences for the patient.